Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had a knee surgery and after the knee surgery, the patient¿s device stopped working at the ¿end of may.¿ the caller stated a manufacturer¿s representative had to come in and get the device working again. The patient reported the device had ¿gone wacko¿ and they were having to wear pads shortly after the representative got it functioning again. The caller stated that the patient needed to increase stimulation, and they had tried contacted representatives and had not heard back. Syncing with the programmer showed stimulation was on at 1.1, the caller increased to 1.4 where the patient felt stimulation. Additional information was received on 2018-aug-30 from a manufacturer¿s representative (rep) indicating that following the patient¿s knee surgery, the rep was made aware of a change in the patient¿s urinary symptoms. The rep reported that they assumed the device had been turned off for the knee surgery and never turned back on. The rep met with the patient while in a rehab facility a few weeks out from surgery and indeed the device was off. The rep went through each of the four programs with the patient and on each, the stimulation was felt in the pelvic floor at an acceptable amp level. The rep stated they also checked impedances and everything checked out. The patient was left on one of the 4 loaded programs at a comfortable level. The rep stated they talked to the patient and family members about returning to their urologist if the patient didn¿t see symptom improvements on one of the four programs. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances that led to the device going wacko was a car accident and that program changes were required. They reported that after program changes, it seemed ok.